Event description:
The customer reported that the system displayed a charger failure error and they were unable to complete the case using the system. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.